Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies and the threshold suspend alarm would trigger when her blood glucose is high or would not activate when she actually has low blood glucose. Customer stated that on (B)(6) the sensor glucose was 59 mg/dl and blood glucose was 194 mg/dl, on (B)(6) sensor glucose was under 40 mg/dl and blood glucose was 141 mg/dl and on (B)(6) after lunch sensor glucose was 56 mg/dl and blood glucose was 172 mg/dl. She also mentioned an occasion where the insulin pump went into threshold suspend but her blood glucose was 300 mg/dl. Customer was advised about the propped calibration process.